Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer. Investigation of the returned device noted that there were insufficient adhesive application at the finger grip, and inner shaft of the plasmablade. Review of the lot history record (lhr) for this lot number found that the device met assembly and product specifications, no anomalies were found during manufacturing.

Event description:
It was reported that the finger grip was falling off.